Event description:
Acct reports they have had 3 incidents of inverted septums this last week. States they have been using the product since june with no problems. States they use the abbott 18 gauge blunt cannula to access the septums. No pt injury has been reported.